Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a non boston scientific right ventricular (rv) lead exhibited out of range shock lead impedance (sli) measurements. The field representative noted that sli increased abruptly from approximately 78 ohms to greater than 200 ohms and has remained elevated. Shock impedance from the rv coil to can was also reported to be greater than 200 ohms. It was noted that rv pacing impedance remained within normal limits, rv threshold was stable and no rv noise was observed. Technical services (ts) was consulted and discussed two possible causes: a header issue or a potential lead integrity concern. Ts suggested continued monitoring and explained that consistently elevated shock impedance prevents confirmation of effective shock delivery, and a synchronized shock would be required to assess functionality. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis because it remains in service. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis because it remains in service. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a non boston scientific right ventricular (rv) lead exhibited out of range shock lead impedance (sli) measurements. The field representative noted that sli increased abruptly from approximately 78 ohms to greater than 200 ohms and has remained elevated. Shock impedance from the rv coil to can was also reported to be greater than 200 ohms. It was noted that rv pacing impedance remained within normal limits, rv threshold was stable and no rv noise was observed. Technical services (ts) was consulted and discussed two possible causes: a header issue or a potential lead integrity concern. Ts suggested continued monitoring and explained that consistently elevated shock impedance prevents confirmation of effective shock delivery, and a synchronized shock would be required to assess functionality. This crt-d remains in service and no adverse patient effects were reported. Additional information received confirmed that therapy remains available and that a defibrillation threshold (dft) test was not performed. However, the physician requested that the patient come to the clinic with a family member to discuss the option of disabling therapies due to the patient's prognosis. No further information is known at this time.